Event description:
Customer reported to beckman coulter, inc. (Bec) that she observed a leak in the synchron cx4 delta clinical system, underneath the wash concentrate bottle. Customer reported that she observed the leak around the time the bottle was 1/3 full. Bec customer technical specialist (cts) sent the customer a wash concentrate assembly. After installation of the new wash concentrate assembly, customer reported that the bottle was no longer leaking. Customer reported that the old bottle was damaged. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation (B)(4) wash concentrate assembly. Bec identifier for this complaint is (B)(4).